Event description:
It was reported that a cinefluoroscopy revealed that the left ventricular lead insulation was abraded. The lead exhibited no electrical anomalies and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.